Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified error 32056 on the universal surgical manipulator (usm). The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. The usm unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. System log review was performed. Per the review, the following was confirmed: a sleeve gastrectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator 2 was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system reflected non-recoverable error 32056 and red led was noted on the universal surgical manipulator (usm)2. Prior to calling for technical support, the customer powered cycled and emergency power off (epo) the system; but, the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to view system event logs due to remote onsite not being activated. The tse requested the customer to move usm 2 prior to another power cycle, epo, and asked to get the system connected to onsite for further analysis. The customer elected to disable usm 2 and finish the procedure with three usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred on (B)(6) 2022. No issues were noted during set up of the system: the technician powered on the system and usm2 was showing a red light. Then they restarted again but usm2 was still the same. They did epo as well but the issue remained. The technician powered on the system one day prior. It was working. There were no issues with the port placement(s), the surgeon performed the case with 3 usms and the procedure was completed without any problem. The surgical staff did not observe that there were any outside influences that were impeding movement of the system. They draped the system again. The issue occurred before the surgeon started to procedure. There is no any complication.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported issue. The usm was tested on an in house system and failed normal mode as it triggered a 32056 on pitch. The pitch searchlight fiber cable (ffc) was replaced and the error no longer occurred. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, fiber, brake test, and friction. After further investigation, the pitch searchlight ffc was replaced and the error no longer occurred. The original ffc was reinstalled and error 32056 returned. The pitch searchlight ffc, mirror, and pca will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.